Event description:
On 27th may 2024 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated and confirmed with the photographic evidence, there was an issue at the connection between main tube and ceiling. The links were very rusty which compromised the safety of the installation. According to provided information, the replacement of the links and reinforcement is necessary. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue at the connection holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). Initial reporter: clinical engineering.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated and confirmed with the photographic evidence, there was an issue at the connection between main tube and ceiling. The links were very rusty which compromised the safety of the installation. According to provided information, the replacement of the links and reinforcement is necessary. There was no injury reported, however, we decided to report the issue in abundance of caution as the issue at the connection holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at the manufacturing. As they stated: according to the information collected, corrosion has been detected on the device's fastening components. The corrosion of the threaded rods located in the false ceiling is probably due to the presence of water caused by condensation in the false ceiling of the facility. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Manufacturer's reference number (B)(4).